Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was in the 500 mg/dl to 599 mg/dl range, while inquiring about a lost meter. Nothing further was reported.